Event description:
There infision sets producing bubbles in the tubing. Pt indicates that she experienced elevated blood glucose levels (300 mg/dl) as a result of the air bubbles. Pt indicated that there had not been any leaking form the infusion set.